Event description:
A grasper tip broke off during surgery to pt's right knee. Surgery time was nearly 4 hours and recovery time was 2 hours and 45 minutes. Pt had nausea in recovery and increased pain at operative site.